Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. D4 revised catalog number as it was entered incorrectly on the initial report that was submitted. D6b explant date was received and added. H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. Related report number was added.

Manufacturer narrative:
Updated information: h6 component code changed from g04105 to g07003. The investigation for hematuria has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via left femoral artery in a 52-year-old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. After cp implant, red urine was observed. Also, during procedure, after the patient was cannulated for ECMO, placement signals briefly disappeared from the automated impella controller and a yellow, "controller error" alarm appeared. Upon transfer to the unit, the controller was replaced. Hemolysis is a known risk associated with impella cp as described in the instructions for use. The controller issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Event description:
An impella cp was inserted via left femoral artery in a 52-year-old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. After cp implant, red urine was observed. Also, during procedure, after the patient was cannulated for ECMO, placement signals briefly disappeared from the automated impella controller and a yellow, "controller error" alarm appeared. Upon transfer to the unit, the controller was replaced. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The controller issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Correction: the b5 event description has been revised to more accurately reflect the reported event. Hemolysis was inadvertently included (rather than hematuria). As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the accurate representation of the event. Note: b1 (adverse event/product problem), b2 outcomes attributed) and type of reportable event remain unchanged as previously reported. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s). Correction. Section d1 brand name was corrected accordingly.